Event description:
It was reported that during a routine follow up, increased rv threshold and decreased r-waves were observed. The egm showed the rv markers lining up with the p waves. Dislodgement was noted. When repositioning was unsuccessful, the lead was explanted and replaced. The procedure ended well and the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.